Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. There were no bolus requests made on (B)(6) 2017. The last bolus request made before (B)(6) 2017 was on (B)(6) 2017. Alarm 8 (out of insulin) activated and cleared on (B)(6) 2017. Basal rate was 0 u/hr all day on (B)(6) 2017. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. The customer went to the hospital on (B)(6) 2017, and was treated with glucose. The customer was released from the hospital on (B)(6) 2017, with the issue resolved and no permanent damage to the customer. Reportedly, the customer was unsure of the suspected cause of the low bg levels; however, the customer's health care provider alleged that the pump over-delivered insulin. The customer declined to perform troubleshooting with tandem technical support. It was confirmed that the customer had manual injections for alternate insulin therapy.